Event description:
On (B)(6) 2011, a sorin top hat 21mm aortic valve replaced the pt's bicuspid aortic valve that was restricting blood flow from her heart. On (B)(6) 2011, when the pt was preparing to exit the hospital, she had nausea and extreme pain in her left arm, and finally passed out. After EKG, cat scan, echocardiogram, and finally a heart cath, it was determined that the valve location, location of the entrance of the coronary artery and swelling of the aorta had caused the coronary artery to be blocked at the aorta. Supposedly, there was no damage done to the heart, but it certainly appeared to be a heart attack, and the enzyme levels were elevated after a few hours. On (B)(6) 2011, a st jude regency 19mm aortic valve was put in to replace the top hat valve, because the st jude valve did not protrude as much toward the entrance of the coronary artery. Since then the pt has been recovering, but has constant concern that having the second surgery complicated her recovery. Had discussion with sorin rep. When asked if the surgeon should have a backup alternate valve available when installing the top hat valve, the representative's response was that the surgeon should have been able to sew in the valve in a manner such that it would not block the entrance to the coronary artery. The surgeon is a very experienced and well respected surgeon. The instructions for the device include "ensure that the valve sewing ring does not compromise the coronary ostia."